Event description:
It has been reported to philips that the it has been reported to philips that device when turned on shows no functional touch screen and when turned on screen maintains a black colour with a few downward pixel lines. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.